Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "there was cassette error¿ was confirmed through, downstream occlusion (dso)/upstream occlusion (uso) test. The probable cause was unknown. Replaced dso sensor, performed dso/uso test. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette error. The event happened during testing. There was no patient involvement, no patient injury was reported.